Event description:
During a remote follow-up, phrenic nerve stimulation and a high capture threshold resulting in a loss of capture were observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were for lead dislodgement, failure to capture, and extra cardiac stimulation. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead did not reveal any anomalies. The s-curve hump height was measured to be within product specification. Furthermore, the reported event for failure to capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts.